Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. UDI: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04805.

Event description:
It was reported that a patient underwent a left total hip arthroplasty. Patient suffered 2 dislocations and underwent a revision approximately 3 weeks later. The liner, head, and stem were removed and replaced. A pseudocapsule was noted and removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information. The initial report was forwarded in error and should be voided.